Manufacturer narrative:
There is no additional information available for this event as yet. Event date is not known. Supplemental report(s) will be filed as any information becomes available. The device has been returned and a device evaluation completed for it. Manufacture date is not available. Upon inspection, it was noted that the ac power inlet was cracked. The on-off ac power button cover was also cracked. The user¿s complaint of the cracked ac power button was confirmed. In addition, found airflow rate out of standard due to air join, air pump, socket tubing, suction cups was worn out and found bottom chassis, top cover, metal on air pump have corrosion.

Event description:
As reported for this event, during reprocessing the device ac power button was observed to be cracked. There is no patient involvement and no harm reported to any patient.

Manufacturer narrative:
The power button was found to be cracked at the beginning of reprocessing. The device was not dropped and did not sustain any type of deep impact. The leak tester was still able to be turned on and off. There were no other devices replaced or involved in this event. A manual leak tester was used to complete the leak testing. There was no delay to the intended procedure and the procedure was completed.

Manufacturer narrative:
There is more information for the device. This supplemental report is being submitted to provide this information. The device was manufactured in the year 1999 and delivered to the customer on january 21, 2000. Device history record review could not be performed as the device was manufactured more than 15 years ago. It can be inferred that the issues of the device were a result of age deterioration.